Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2013-11441. It was reported the pt is not receiving adequate coverage. Reprogramming attempts did not provide resolution. Reprogramming only provided the pt with stimulation in unintended areas. As a result, the pt will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.